Event description:
Medtronic received information that prior to the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, within a ¿very¿ calcified bicuspid aortic valve, a pre-dilation with a 24mm non-medtronic balloon was performed. The valve was implanted and post -dilations with a 26mm non-medtronic balloon and also with a 28mm non-medtronic balloon were performed. The reason for the post-dilations was not provided. Following the post-dilations an echocardiogram identified mild paravalvular leak (pvl). Approximately 1 year and 3 months following the valve implant, moderate to severe of both central aortic insufficiency and pvl were identified with report that the valve had failed. As result, a 26mm non-medtronic transcatheter aortic valve was also implanted. Initially, following the implant of this additional valve, the central aortic insufficiency and pvl improved. By the end of the revision procedure, the aortic insufficiency was resolved but moderate pvl remained. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that during the valve implant procedure the transcatheter valve was ¿very¿ constrained with moderate paravalvular leak (pvl). This was the reason for the previously reported post-dilation. The onset of the worsening pvl and central aortic insufficiency was clarified to have occurred approximately 1 year and 2 months following the valve implant. The patient had experienced shortness of breath, dyspnea on exertion, and the inability to walk far. As reported, it was believed that the patient anatomy being heavily calcified and the native bicuspid valve had contributed to the event as the subsequent non-medtronic transcatheter valve had not much resolved the pvl after some time had passed. No additional adverse patient effects were reported. Updated data: additional codes h6: annex e and device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.